Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump insulin gauge was inaccurate. Customer's blood glucose was 200 mg/dl. No additional information was provided. Tandem technical support reviewed how the insulin gauge works with the customer.